Manufacturer narrative:
Concomitant product: ICU medical dual extension set, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing of an infusion of lipids became disconnected from a dual extension after it had been infusing on a pump and the infusion was within one hour of completing the full dose. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a disconnection was not confirmed. Visual inspection of the set noted no obvious damage or issues. Functional and pressure testing was performed; no leaking or disconnection was observed. The root cause of the reported disconnection was not identified.